Manufacturer narrative:
Device failure is suspected.

Event description:
It was reported that the pt was experiencing uncomfortable and erratic stimulation and a choking sensation when eating. However, she has had great seizure control with vns. The generator also showed eri = yes, so it was to be replaced. When pt went for generator replacement, diagnostics performed prior to surgery gave dc/dc = 0 on system diagnostics and high impedance on normal mode diagnostics. In the past, system diagnostics had always been ok with dc/dc = 2. Once generator was replaced, system diagnostics were ok with dc/dc = 1 and normal mode diagnostics were ok with dc/dc = 3. Though diagnostics are within normal limits with new generator, a lead issue is still suspected based on pt adverse events and dc/dc code fluctuation. The surgeon was not prepared to revise the lead, so the lead was not replaced at this time. Explanted generator was returned to MFR and analysis confirmed expected eos. No other anomalies were noted. Attempts for further info have been unsuccessful to date.